Event description:
It was reported that the inner sheath had a ceramic head broken. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed. It was due to a component failure of the ceramic head (insulation beak). Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.